Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A second short port was used from another kit but the same thing happened. The surgeon and physician's assistant converted to their old method "bridging" when they made multiple incisions to retrieve the vein. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital retained the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).